Event description:
Serious injury involving one person in 9/1997, pt was diagnosed by dr with corneal ulcer. Lens model/water content: focus visitint/55%; lot#:unk; eye involved:unk; refraction: unk; duration of use (in months) wearing modality; unk; days lens worn: unk; last visit to dr prior to symptoms: unk; lens care system used: unk; disinfection system used: unk; was homemade saline used; no; days lens worn between cleaning and disinfecting: unk; days lens worn between cleaning and symptoms: unk; days between symptoms and calling dr; unk; self-treatment by pt: unk; hand washing before lens manipulation: unk, ulcer location: 12 o'clock mid-periphery; visual acuity before symptoms: unk; visual acuity after symptoms: unk; results of culture: unk; results of corneal biopsy and/or scrapings: unk; clinical diagnosis: corneal ulcer; treatment administered unk; prognosis:unk.